Event description:
Customer's mother reported that she needed assisteance with the rewind process. She stated that the insulin pump was stuck in a rewind loop and that she was unable to exit this sequence. The blood glucose reading was 161 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.